Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-01606. It was reported that during the patient's is experiencing ineffective therapy from their system. In turn, the patient may undergo surgical intervention to address the issue. Since it is not known which device is causing the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient had their system explanted and replaced due to ineffective stimulation was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined